Event description:
Pt underwent vns therapy system explant surgery due to infection at both the pulse generator/pocket and lead/cervical areas. Both the lead (including electrodes) and generator were removed and the pt was reimplanted approx four weeks later after the infection resolved with antibiotic therapy. At the time of initial implant surgery, both preoperative and postoperative antibiotics were prescribed, but intraoperative antibiotics were not used. The ncp system tunneling tool was used as a single-use-device. It is unk whether the pt had undergone any surgical or dental procedures or invasive monitoring either three months pre or post vns implant. The pt is not implanted with any other devices.